Event description:
Reporter states the customer has had erratic results for several months on the advantage system. Customer reportedly received result of 280 mg/dl and 115 mg/dl within 10 minutes on the same test system. She also reportedly received results of 370 mg/dl and 115 mg/dl within 10 minutes on the same test system. The discrepant results were obtained at the group home where the customer lives. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549519, expiration date 2/29/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.